Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device and a photograph of the sample were provided for evaluation. Clear passage testing, leak testing, and clamp function testing were performed and found no issues. Inspection of the photograph and a magnified inspection of the actual device found the mainbody to be cracked. The reported condition was verified. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was found in the blue mainbody of a transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.